Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation that the device is not heating on different settings with no change. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that the iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it. Heater plate had slight dust-like contamination on it. Inlet/outlet seal had white dust-like contamination and tiny black hairs/fibers on it. Water tank had potential mineral deposit stains in it and dust-like contamination and hairs/fibers in it. Dust-like contamination on the blower motor and inside of it. White and black dust-like contamination and hairs/fibers at the air inlet of the blower box. White and black dust-like contamination and tiny hairs/fibers in the blower box. Dust-like contamination and hairs/fibers in the bottom enclosure. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.